Event description:
It was reported that the bd insyte-w¿ IV catheter with wings 24ga 0.75in experienced a catheter that broke/separated from hub. The following information was provided by the initial reporter: the catheter tube was fallen off from the adapter when the needle was disengaging, after confirmed with the rep through the phone, the broken part of catheter tube was on the bed, not in the patient's body.

Manufacturer narrative:
The following fields were updated due to additional information: d10 device available for eval?: yes. D10 returned to manufacturer on: 11/9/2020. H6 investigation: one actual used adapter with medical device was received by our quality team for evaluation. The catheter was observed to be detached, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the end of the detatched catheter, a stretched phenomenon or elongation of the catheter tubing can be observed. This could have occured during product application when the product was manipulated. The tubing lost its tensile strength and hence, when withdrawing, snapped from the adaptor. The nonconformance could have occured out of the manufacturing facility. If the broken catheter had occured in the manufacturing process, the defected part would be rejected by the automated vision inspection system as the product would fail the lie distance. The automated vision inspection system in place which will detect and reject parts that are not meeting the lie distance requirement. There is also a catheter pull test inspection performed as part of the outgoing inspection. Product was released upon passing the outgoing inspection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte-w¿ IV catheter with wings 24ga 0.75in experienced a catheter that broke/separated from hub. The following information was provided by the initial reporter: the catheter tube was fallen off from the adapter when the needle was disengaging , after confirmed with the rep through the phone, the broken part of catheter tube was on the bed, not in the patient's body.